Manufacturer narrative:
Film evaluation summary: the reported inaccurate delivery and occlusion event could not be confirmed on the films provided. Lack of post-implant CT¿s or procedural angiograms did not allow for a thorough analysis of the event. Analysis of the returned films did not reveal any anatomical characteristics to explain the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 52mm abdominal aortic aneurysm. It was reported that during the index procedure, while implanting the endurant limb etlw1616c93ej, it was difficult to distinguish between the right external iliac artery(eia) and right internal iliac artery(iia) and it was said that the stent graft had been inadvertently implanted in the internal iliac artery as a result. As per the physician the cause of the event was user error and noted the eia and iia were differentiated mistakenly. No additional clinical sequalae were provided and the patient is fine.